Manufacturer narrative:
Johnson & johnson surgical vision, inc investigation subsequently identified that the catalys system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore johnson & johnson surgical vision, inc has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. Manufacturing date is year 2013. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Account reported suction loss during the catalys treatment. A brief description from the surgery center indicated that there was a critical error message due to patient squeezing the eye. The error message was identified as vacuum error 02-006 in the system error log. The patient had partial treatment, but doctor completed the case successfully during the second step of lens extraction. There was no harm or injury to the patient.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
H4 correction - manufacturing date was reported initially as year 2013 however, the manufacturing site reported the date as (B)(6)2013. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.